Event description:
Healthcare professional reported they injected a patient with 1ml of juvéderm® vollure¿ xc into the lips. A little over 2 months later, patient experienced inflammatory nodules. About two weeks later, patient was treated with steroids, antibiotics, and hyaluronidase. Symptoms have resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported they injected a patient with 1ml of juvéderm® vollure¿ xc into the lips. A little over 2 months later, patient experienced inflammatory nodules. About two weeks later, patient was treated with steroids, antibiotics, and hyaluronidase. Symptoms have resolved.

Manufacturer narrative:
Suspect product: lot number 963/2. Health effect - impact code: f2303. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.